Event description:
It was reported that the patient presented for a device check and the right ventricular lead exhibited noise reversion episodes. The patient was dependent and had been lost to follow up for several years. The egms were reviewed and it appeared to be emi. The emi was causing pacing inhibition which also caused the patient to feel tired. The physician elected to reprogram the device. After the reprogramming was done, the patient was noted to be doing fine.